Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the patient contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 358 mg/dl with nausea and ketone levels were not checked. It was reported the patient was treated in the emergency room with insulin via injection. The reporter noted the patient discontinued pump therapy and the pump¿s settings were not recently changed. It was reported the down keypad button was over-responsive; it was alleged the issue contributed to missing bolus deliveries. This complaint is being reported because the alleged serious injury was attributed to a pump malfunction.